Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
Surgeon reported system stuttered on a case that later showed a small central island. Stuttering was stated to be due to tracking of small pupils. Post op info shows slight undercorrection with a line decrease in bcva, and hazy vision. Surgeon consulted with medical monitor and stated that there is not a central island but a build up of epithelium due to dryness, which is being with aggressive lubrication therapy and expects the issue will resolve. Left eye of this pt is reported under MFR report # 3003288808-2011-00051.